Event description:
It was reported that the implantable cardioverter defibrillator exhibited possible myopotential oversensing which was inhibiting pacing. Upon clinic visit, isometrics were performed but the noise was not reproducible. The physician made no intervention. The patient was asymptomatic and will continue to be monitored.